Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/10/2025, a sales representative reported via (B)(4) that an ar-9236-03pp univers vaultlock glenoid trial, large had its middle peg break off during the procedure. The case was successfully completed using a replacement ar-9236-03pp univers vaultlock glenoid trial, large. No patient harm or adverse effects were reported, and no pieces were left inside the patient. This issue was discovered during a procedure on (B)(6) 2025.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to user-applied mechanical forces during insertion/extraction of the trial.